Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary and cardiac arrythmia diagnosis was being performed when the issue, occurred and was completed by using another system with less than 20 minutes of delay. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform geometry movements. The review of system log files showed geo pc communication errors. Upon troubleshooting, the fse found that the geo pc malfunctioning intermittently. Fse tried reloading the software, however the issue persisted. The cause of the geo pc failure was not conclusively determined by the supplier's part analysis. However, the issue was resolved when the fse replaced geo pc and reloaded the software. The fse performed functional tests, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.